Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: section d4: the UDI herefore is internally verified and will be provided in the follow up report.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: on (B)(6)2024, in (B)(6), a nurse opened the hamilton c2 ventilator to prepare it for use by a patient. However, they found that the device failed self check and reported a technical malfunction, making it unable to function properly. Then contacted the responsible engineer of the hospital to report for repair.